Event description:
Caller reported a power source alert while using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Caller resolved the issue by leaving the wall adapter plugged in for at least 30 minutes, which allowed the pump to begin charging, and no further assistance was needed.